Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report the inability to complete a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon receipt the electrode belt was unable to baseline. A root cause investigation is currently underway in engineering. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.